Event description:
A deflated right breast implant was identified using mammogram imaging. It was stated that the mammogram may have caused the deflation. (B)(6) has received no information regarding explantation or an expected explantation date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).